Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 23.6 mmol/l, which was treated with manual injection. The customer's mother did not observe any significant events leading to the alarm. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.